Manufacturer narrative:
Pump was received with missing reservoir tube o-ring, broken reservoir tube lip, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that there was damage to the insulin pump. Customer reported a black o-ring became detached from the reservoir compartment. The customer stated the reservoir became loose after the part detached. Customer's blood glucose was between 200 mg/dl and 300 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.